Event description:
The MFR rec'd info a ventilator would not power on. There was no or injury reported.

Manufacturer narrative:
During an eval of the device at a third party service center, the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).